Event description:
The customer reported a malfunction with their device. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support provided the customer with information to reset the pump and assisted them in performing the reset. This resolved the malfunction, as the issue did not recur after the reset, and the customer was advised to continue using the pump, with instructions to call back if the malfunction code reappeared.